Event description:
A complaint was reported to boston scientific corporation on a gemini stone retrieval basket. According to the complainant, after capturing a stone within the device, the basket frayed and migrated into the patient. The physician had to open the patient to retrieve the basket. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.